Event description:
A customer reported that the adc device would power with button press, but not with strip insertion. Due to this, the customer was unable to monitor glucose and ketone levels. The customer experienced symptoms of vomiting, extreme thirst, out of breath, and was taken to the hospital where they were diagnosed with diabetic ketoacidosis (dka) and treated with sliding scale therapy via IV for five days. The customer also indicated being provided anti-sickness pills as well as "insulin reduced for long-acting." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.